Event description:
Olympus was informed that during preventive maintenance, error codes e433 and e172 were found in the generator¿s error log. However, since these phenomena did reportedly not occur during a procedure, there was no adverse event or patient injury. Also, a housing foot was found to be missing, cracks in the front panel and signs of wear and tear at the frame of the display.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in barcelona/spain (returned to rrc on 2022-10-24). The evaluation found the occurrence of error codes e433 and e172 in the generator¿s error log. These error codes are triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the errors are rectified. In the case at hand, error code e433 could not be reproduced, thus, a temporary fault is assumed and the exact cause for the occurrence of the error message could not be determined in this case. Also, error code e172 is triggered by the generator¿s safety system whenever the 12 v operating voltage drops below 11.4 v. If the error cause persists, an unlimited number of periodic restarts can be triggered. The error either occurs immediately after the device has been switched on or with some delay. However, the exact cause for the occurrence of the error message could not be determined either in this case. In addition, the evaluation/investigation found a housing foot to be missing, cracks in the front panel as well as wear and tear at the display frame which were most likely caused by use error. However, there is no relationship to the occurrence of error codes e433 and e172. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes.